Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation, the monitor was unable to power on. The root cause for the failure was contamination found on the tabletop board. Additionally, contamination was found on the j502 of the ca board causing the service code 107. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 107 (multiple abnormal shutdowns).